Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25146045, 25146246, 25146531 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. The device was returned to the factory for evaluation. An investigation was conducted on 11/07/2019. Signs of clinical use and evidence of blood was observed. Blood was observed on the btt. No visual defects were observed. The btt balloon was observed to be intact. A mechanical evaluation was conducted. An inflation test was attempted. The balloon will not inflate. Bubbles were seen rapidly releasing from the ballon during a bubble emission test in plain water. Based on the returned condition of the device, the reported failure "burst" was confirmed. No lot number was reported, therefore we are unable to obtain a c of c for the btt.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt port balloon burst during filling the balloon. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt port balloon burst during filling the balloon. A replacement device was used to complete the procedure. The hospital did not report any patient effects.